Event description:
A patient received an index cardiac ablation on (B)(6) 2026. On (B)(6) 2026, the patient experienced tamponade post ablation requiring sternectomy (adverse event (ae) #1) categorized as severe and serious defined by life-threatening illness or injury, medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function, and hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device (stsf de) is probable. The relationship to study device (octaray) is possible and relationship to the index study procedure is causal. The adverse event is anticipated. The outcome is ongoing. Intervention was sternotomy and suturing perforation left atrium.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).